Event description:
Caller reported that the patient cause of death was related to an infection that stemmed from a knee replacement. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".